Event description:
It was reported that there was an under infusion. The primary infusion was ordered to run at 250ml/hr, with a volume to be infused (vtbi) of 1000ml. After approximately 3 hours, the primary infusion bag was empty; however the pump displayed that there was 277ml remaining to be infused. There was no patient harm. Although requested, no additional patient information was provided.

Manufacturer narrative:
Correction: b5, h6.

Event description:
It was reported that there was an under infusion. The primary infusion was ordered to run 250ml/hr, with a volume to be infused (vtbi) of 1000ml. It was noted the infusion "completed 1 hour early, with 277ml left in the bag." There was no patient harm. Although requested, no additional patient information provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an under infusion. The infusion was ordered to run 250ml/hr, with a volume to be infused (vtbi) of 1000ml. It was noted the infusion "completed 1 hour early, with 277ml left in the bag." There was no patient harm. Although requested, no additional patient information provided.

Event description:
It was reported that there was an under infusion. The primary infusion was ordered to run 250ml/hr, with a volume to be infused (vtbi) of 1000ml. It was noted the infusion "completed 1 hour early, with 277ml left in the bag." There was no patient harm. Although requested, no additional patient information provided.

Manufacturer narrative:
The reported issue of an under infusion could not be confirmed. Inspection of the device did not identify an issue that may have been a contributing factor to the reported infusion discrepancy. The bezel was cracked on its lower front left edge; however, this was cosmetic only and did not exhibit any impact to its functionality. Log analysis showed that at 9:18am on (B)(6) 2020, an infusion of ivf + 40 meq/l (drugid=5) was started at a the rate of 250 ml/hr and vtbi of 1000 ml for a programming duration of 4 hours. The infusion was stopped by an ail alarm at 12:25 pm, and the infusion was terminated at 12:30 pm with a volume infused recorded at 777.641 ml, suggesting a remaining vtbi of 222.359 ml. The cause for the early termination of the infusion and the actual bag volume could not be ascertained from the log. Rate accuracy testing found the device to be infusing within specification. The root cause of the reported infusion discrepancy whereby an infusion was found to have completed an hour early could not be identified. Device history: review of the sn (B)(6) service history record showed that the device has a manufacture date of 02/11/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned once for service. Out of box check in failure for patient side occlusion with logic board replaced (identified cause: tekmos processor timing issue), (B)(6) 2017. Customer-provided servicing record noted that the pump module received inspection in accordance with service bulletin 621 and pm was completed on (B)(6) 2019 with no issues recorded. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.